Event description:
It was reported that the pt could feel stimulation, less intense than normal, after shutting off the stimulator. The sensation occurred at night for only a few hours or through the entire night. The stimulation sensation changed with movement. This had been occurring since a lead revision. The hcp reported the pt experienced pre-existing pain and overstimulation, but no injury to the pt. The pt was sent a loaner programmer. The loaner was sent back to the manufacturer, but the original programmer was not returned for analysis.